Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reye1615 showed no other similar product complaint(s) from this lot number.

Event description:
Nurse reported that a powerline became caught on patient's legs and allegedly pulled out. Per provider, the cuff had been partially out since (B)(6) 2015. Seeking additional clarification to determine how the line had been secured at the time of the dislodgement. The line did not involve an implanted port. This was the tunneled line itself and not the tubing. Line needed to be replaced and could not be repaired.